Manufacturer narrative:
Event site: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 19th august, 2024 getinge became aware of an issue with one of surgical light - hled. It was stated the paint was chipping from fork and the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter was getinge ssu worker. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical light - hled. It was stated the paint was chipping from fork and the dust cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The possible root causes of dust cover missing are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (B)(4) to include this dust cover fitting procedure in the technical documentations with all spring arms. For paint chipping issue: sales and service unit stated that no picture was available. Consequently, with the information available and no photo, no root cause could be determined related to this issue. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).